Manufacturer narrative:
A visual examination of the returned device found that the hypotube was kinked at various locations along its length. These kinks are consistent with excessive forces having been applied to the device. An examination of the crimped stent found that the proximal edge of the stent was raised with the stent struts twisted and misaligned. No isuses existed with the mid or distal section of the crimped stent or with the profile of the distal tip. The recommended 0.014 inch guidewire was inserted through the tip with no restrictions noted. A review of the mfg documentation found that the device met material, assembly and product specs. A CAPA has been initiated to address this issue. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device.

Event description:
This complaint is now reportable based on the analysis completed on 4/7/2008. It was reported that during a coronary stenting treatment procedure, the stent delivery system was unable to cross the lesion. The 90% stenosed lesion was located in a severely calcified and moderately tortuous mid right coronary artery. The lesion was predilated with a 2.5x20mm maverick balloon. The physician attempted to deliver the 3.0x20mm liberte' bare metal stent but was unable to cross the lesion. The procedure was unable to be completed. No pt injuries or complications were reported. Returned product analysis confirmed that there was stent damage.